Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: the surgeon felt that the jaw did not close as it should. The stapler stopped firing and no more staples could be fired. Staples at the back of the jaw fired but some were still open. The rectal stump had to be re-stapled further down. No buttressing material was used.